Event description:
It was reported that during preparation of the 6.0x40mm armada 35 balloon dilatation catheter, an air leak was suspected when aspirating the balloon. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.